Manufacturer narrative:
No device will be returned. The hospital will not return the product.

Event description:
In 2009, the sales rep reported that a revision surgery was done a few days ago. Revision done because the screw head broke off of the shaft at the neck of tge screw. Additional info received via telephone one month later, the sales rep reported that on an unk date the surgeon found on x-ray that the pt had a broken screw. The surgeon did a revision surgery to remove the broken screw and to instrument adjacent level.